Event description:
The patient reported the onset of pain in the calf approximately seven weeks following achiles tendon repair. The patient was returned to surgery approximately 3 months following the initial procedure. A piece of the cord was removed. The cord was entangled around a nerve causing the pain. The surgeon questions the absorption profile of the device.

Manufacturer narrative:
Conclusion: it is the opinion of our medical director that there are no indications to suggest that the suture performed other than expected. The pain caused by the "entanglement of the suture with nerve" could be due to the implantation of the cord into the location of the "nerve" by the surgeon. In addition the product labeling indicates that absorption is minimal until after 90 days and is essentially complete within six months.